Event description:
It was reported that the lead dislodged and had no capture at maximum output. Repositioning was attempted, but it was difficult to place the lead in a position where it was stable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst noted that the lead was received with the helix extended.